Event description:
It was reported that ¿a couple weeks¿ following pump replacement ((B)(6) 2014), the patient started experiencing a return of spasticity and some swelling. The patient¿s mother stated that when the healthcare professional (hcp) increased dose the patient experienced swelling in her stomach. The swelling was not associated with refills so pocket fill was not suspected. They suspected they ¿may be a leak¿ and a dye study was being conducted the day of this report. The reporter called back and stated that the existing catheter had looped over the top of the pump near the reservoir refill port. They believed it was hit by a needle during a refill because, the catheter had a hole in it. The patient had been taking oral baclofen ¿since december.¿ the catheter issue was suspected to have occurred after the patient had return of spasticity in december. The manufacturer¿s representative became aware of the event 2015 (B)(6). On that same day the leaking catheter section was removed and replaced. No inactive pieces were left in the patient. The patient was now doing well per the manufacturer¿s representative. The pump was used to infuse gablofen (baclofen). Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2014 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).